Manufacturer narrative:
A patient has alleged a false negative result on the cobas sars-cov-2 assay based on self-reported symptoms. The lab has not reported a discrepancy and no repeat testing was conducted to validate this allegation. An investigation found the sample produced a valid result and no product issue was identified. Given that the sample was collected two weeks after the onset of symptoms, it is possible the patient cleared the infection at the time of testing or, alternatively, was truly negative for sars-cov-2 and had symptoms of another infection. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A patient has alleged a false negative result on the cobas sars-cov-2 assay based on self-reported symptoms. No repeat testing was conducted to validate this allegation. The patient could not initially reach the customer, (B)(6), and therefore contacted roche directly with the complaint. Despite the negative result, the patient feels that they have potentially infected others. However, the patient has not been contacted by anyone via contact tracing that he may have come in contact with that was confirmed positive for covid-19. No serious injury to the patient has been reported. The sample, collected on (B)(6) 2020, arrived at the (B)(6) facility frozen and remained frozen until it was equilibrated at room temperature prior to transfer into a cobas omni secondary tube for testing on (B)(6) 2020. The patient indicated during collection of their sample the nurse did not do a head tilt to collect. A swab was inserted in the patient's nose for 30 seconds and put in the vial without a 70 ° head tilt. Per the method sheet, the recommended sample collection technique is as follows "hold the woven swab (swab a) or the flocked swab (swab b) with the score line above your hand. Insert the swab 1-2 cm into one of the anterior nares. Rotate the swab against the nasal mucosa for about 3 seconds and withdraw. Repeat with the other anterior nare using the same swab". This was a nasal swab sample that was collected in m6 vtm, which is not a recommended collection kit per the method sheet. The data for this run has been provided and the sample in question produced a valid negative result. The data and curves appear normal and the ic is performing well throughout the run. Based on the totality of the information provided, there is no evidence that any product malfunction occurred. Given that the patient self-reported symptoms which began around (B)(6) 2020 and the patient was not swabbed until (B)(6) 2020, it is possible they could have cleared the infection by then. According to the medical and scientific affairs team, it is possible that the testing delay may have caused the virus load to clear and not be detected at the time of testing. Additionally, it is possible the patient was truly negative for sars-cov-2 and had symptoms of another infection. Per the method sheet, negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information.